Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate component (pump and relief valve) selection". It was unknown whether the device had met relevant specifications. The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: "1.ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter". "Operating suction range: approximately 120 mmhg ¿ 140 mmhg (2.3 ¿ 2.7 psi) maximum suction level: 182 mmhg (3.5 psi)" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer just got the purewick urine collection system and when the urine was being suction it would not stop suctioning. Representative did the water test and the machine did suction up the water however, all the water was gone, and the tubing still had the suction power. Representative informed another kit would be sent. It was noted that the patient had been using the purewick products for less than 1 week. It was also noted that the purewick accessory kit was originally shipped with the purewick urine collection system on 03jan2023.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer just got the purewick urine collection system and when the urine was being suction it would not stop suctioning. Representative did the water test and the machine did suction up the water however, all the water was gone, and the tubing still had the suction power. Representative informed another kit would be sent. It was noted that the patient had been using the purewick products for less than 1 week. It was also noted that the purewick accessory kit was originally shipped with the purewick urine collection system on (B)(6) 2023.